Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint #: (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: during placement of probe in patient's lung, tip dislodged from applicator causing the tip to break off entirely. Physician confirms that a slight amount of lateral force was used during the procedure. This was noticed during a CT scan. The physician was able to retrieve the tip from just under the skin with forceps. The device and fragment were set aside and a new of the same was used to complete the procedure. The patient did not suffer any permanent harm or injury due to this event. It was reported the disposable device is available for return to the manufacturer for evaluation.